Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a fiber-like particulate was found in an empty secure 1000 ml legless eva bag with female connector. The particulate was noted by the pharmacy prior to filling. There was no patient involvement. No additional information is available.